Manufacturer narrative:
The flow measuring pcba rfc (fmb) has been returned to maquet germany for further investigation in our life cycle engineering (lce). According to our lce investigation report (B)(4), following was found: optically there were no damage or changes on the board. When the board was put into operation using the rotaflow console (rfc), the error message "temp err" was displayed on the lpm display after a while, accompanied by a periodic acoustic signal. The drive was not stopped and no measured value for the flow was displayed. This "temp err" error occurred sporadically, regardless of the connected rotaflow drive. Since the "temp err" error appears in the lpm display, the error can be limited to the fmb. The temperature sensor of the circuit board (ic30 ds1621/so) has therefore been examined in more detail. The error could be reproduced by establishing a connection between pin2 (2-wire serial clock signal) of the temperature sensor and ground. For closer fault localization, the connection line to the micro-controller was checked, which showed no fault. The temperature behaviour of the temperature sensor was then investigated. This resulted in slight distortion of the data transmission even at low temperatures. There was no failure during the examination due to this distortion. However, this suggests a defect within the component. A detailed examination of the microcontroller could not be carried out. However, the error is located in the temperature sensor or in the microcontroller, caused by a disturbed communication of the 2-wire serial clock signal. As a result, it was examined whether the error was also generated on an intact fmb can be made. This was achieved by connecting the pin2 of the temperature sensor to ground. Thus the failure could be confirmed. The most probable root cause could be determined. Because of the impaired communication of the 2-wire serial clock signal between the temperature sensor (ic30 ds1621/so) and the microcontroller (mo1, dsp56002/so), the error ¿temp err¿ was generated. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The field service technician (fst) has been sent for further investigation. According to service order, the failure could be confirmed. The fst replaced the flow measuring pcba (rfc) with a new one. The unit ran for 1 hour without issue. The rotaflow device passed all functional and safety tests per factory specifications. The unit is returned to customer and cleared for clinical use. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed.

Event description:
It was reported that the error message "temp error" occurred during use. No harm to male patient. No other patient info available at the moment. (B)(4).